Event description:
It was reported during a percutaneous coronary intervention procedure, difficulty in catheter removal occurred causing stent dislodgement. The target lesion was located in the right coronary artery. The target lesion was stented with a non bsc stent. The atlantis sr pro imaging catheter advanced through the placed stent, during withdrawal the atlantis pro encountered resistance. The atlantis pro catheter was completely removed from the patient when it was noted that the non bsc stent dislodged. The physician advanced a 3.5x12mm quantum apex balloon catheter through the dislodged non bsc stent and inflated the stent. A 3.5x12mm synergy stent was then placed in the target lesion. The atlantis pro catheter was no longer usable as a slight tear was noted on the guidewire exit port. A new atlantis pro catheter was selected to successfully complete the procedure. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The reported catheter stuck in stent issue was confirmed based on the reported event description and visual inspection of the guidewire exit port during product analysis. Visual analysis of the device found that the guidewire exit port was lifted. No other issues or defects were observed. The manufacturing batch record review confirmed that the lot met all required specifications at the time of release. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains the following: warnings: ¿ never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. ¿ do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. ¿ if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. ¿ when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. ¿ when readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. ¿ inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The complaint was assigned the most probable root cause of operational context, as the complaint was associated with a product that met design and manufacturing specifications, but performance was limited due to procedural and/or anatomical factors encountered during the procedure (interaction with a non-bsc stent). (B)(4).

Event description:
It was reported during a percutaneous coronary intervention procedure, difficulty in catheter removal occurred causing stent dislodgement. The target lesion was located in the right coronary artery. The target lesion was stented with a non bsc stent. The atlantis sr pro imaging catheter advanced through the placed stent, during withdrawal the atlantis pro encountered resistance. The atlantis pro catheter was completely removed from the patient when it was noted that the non bsc stent dislodged. The physician advanced a 3.5x12mm quantum apex balloon catheter through the dislodged non bsc stent and inflated the stent. A 3.5x12mm synergy stent was then placed in the target lesion. The atlantis pro catheter was no longer usable as a slight tear was noted on the guidewire exit port. A new atlantis pro catheter was selected to successfully complete the procedure. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).